Manufacturer narrative:
A beckman coulter customer technical support specialist (cts) assisted the customer troubleshoot the instrument over the phone. The customer during troubleshooting found that the sample probe was bent and loose mix bar. The customer replaced the sample probe and reseated the mix bar which resolved the issue. No further issues were noted after part replacement. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
Customer reported the au480 clinical chemistry analyzer generated erroneous ise (ion selective electrode) patient results for sodium (na), potassium (k) and chloride. The erroneous results were reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event.